Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient experienced an allergic reaction while wearing the aligners. Patient stated that they had little marks on their tongue and that their tongue was swollen.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.